Event description:
The pt was implanted with a left ventricular assist device. It was reported by the vad coordinator that the pt had a driveline infection that they were not able to clear up. Due to the exit site location and the pt pulling on the percutaneous lead, the majority of the percutaneous lead was exposed. The pt had previously come in with the percutaneous lead completely twisted and it was noted that this pt was not taking care of the percutaneous lead. The vad coordinator placed rescue tape on the lead. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The returned pump did not reveal any device related issues. The examination of the device did not reveal any anomalies or depositions on the smooth and textured blood contacting surfaces that would have affected the functionality of the pump. The pump bearings also did not reveal any deposition or anomalies related to wear. The percutaneous lead was tested for continuity and passed. It was also tested under normal operating conditions on a mock circulatory loop and functioned as intended. The report of the pt twisting the lead and not taking proper care of it could not be confirmed. No further info is available. The MFR is closing its file on this event.